Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown tritanium cup. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that a right hip was revised. Tritanium cup and mdm liner revised due to cup position and pain.

Manufacturer narrative:
An event regarding shell malposition involving an unknown shell was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Insufficient medical records were received for review with a clinical consultant. A device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. The event could not be confirmed nor the root cause determined because insufficient medical information was provided.

Event description:
It was reported that a right hip was revised. Tritanium cup and mdm liner revised due to cup position and pain.